Event description:
It was reported that a patient underwent an ischemic ventricular tachycardia (isvt) ablation procedure with a pentaray nav and after mapping for about ten minutes, it was observed that the tubing was distended, and the fluid was building up. The pentaray catheter was removed from the body, and they were unable to flush through the tip of the catheter. The reporter noted that the pentaray was able to be flushed prior to being inserted into the body. The physician noticed the distended tubing at the valve. There was no error noted from the irrigation pump. The catheter was replaced, and the procedure continued. No adverse patient consequence was reported.

Manufacturer narrative:
The device was returned to biosense webster (bwi) for evaluation. Visual inspection and irrigation test of the returned device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. An irrigation test was performed, and the catheter failed the test since the irrigation tube was found bent in the shaft. A manufacturing record evaluation was performed for the finished device number lot 31349709l and no internal action related to the complaint was found during the review. The irrigation issue reported by the customer was confirmed. The bent could be related to the manipulation of the device during the procedure; however, this could not be conclusively determined. The instructions for use contain the following recommendations: flush the catheter with heparinized saline prior to insertion into the body. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).